Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The initial transeptal puncture (tsp) occurred in a suboptimal position and a second tsp was performed. The closure device was recaptured and redeployed multiple times before the procedure was successfully completed. Immediately following the conclusion of the procedure, a small pericardial effusion was identified. No interventions were provided and the patient fully recovered.